Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump is becoming difficult to interact with. Reportedly, the button becomes stuck and triggers a button alarm. The customer stated they believe the button is beginning to fail. The customer's blood glucose level was 183 mg/dl. Reportedly, the customer would continue using the pump for therapy but also has manual injections available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, different issues were also found.